Event description:
It was reported "I spoke with a staff member who described one of the 18542032 units as having condensation within the packaging". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports that "the fitr test result on vapor analysis on the same complaint nature, the vapor is identified as calcium nitrate. It is part of material used during production process of making this product. From the analysis, due to porosity of synthetic material, based material for this product the reported defect could be occurred and without chlorination lead to holding calcium nitrate in layers, it will be vaporized at lower temperature (<20 celsius) and high relative humidity 90%." The manufacturer also reports that "the chemical is common part of these products and their biocompatibility was tested and confirmed. However, in the absence of actual sample being returned and limited information available for this complaint, further investigation could not be conducted." A CAPA was opened to further address this issue related to vapor inside the packaging.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "I spoke with a staff member who described one of the 18542032 units as having condensation within the packaging". No patient involvement reported.